Event description:
It was reported that the stem was revised due to peri-prosthetic fracture. Cup left in situ, a restoration modular stem, dall miles trocanteric grip plate and cables were inserted.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown abg stem. It was noted that the device is not available for evaluation because the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained implant.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an abgii modular stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed, device was not returned. Medical records received and evaluation: a review of the medical records by a clinical consultant concluded: patient-related factors relating to external trauma provide the only rationale for occurrence of a pp fracture at long term after implantation. Quite probably the present osteoporosis of the skeleton and possibly neuromuscular or cognitive problems related to high age may have further contributed to the risk of a peri-prosthetic fracture occurrence. There is no evidence to suggest that device-related issues have played a role while additionally device-related factors have no place in pp fracture failure scenario¿s. Device history review: not performed the device was not properly identified. Complaint history review: not performed the device was not properly identified. Conclusions: based on the information provided a review by a clinical consultant that patient-related factors relating to external trauma provide the only rationale for occurrence of a pp fracture at long term after implantation.

Event description:
It was reported that the stem was revised due to peri-prosthetic fracture. Cup left in situ, a restoration modular stem, dall-miles trochanteric grip plate and cables were inserted.